Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm and were having issues on pressing the buttons. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that the minutes change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.